Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported their stimulation wasn't working evenly on both sides. It worked well on the left side but if I try to get anything on the right side then the left side would vibrate hard, and they experienced stimulation in the wrong location. The patient stated this had been happening since they turned it on the day after being implanted. When asked if the patient had any falls or traumas, the patient stated no, but I think that I may have a blood clot in my left foot. The also felt stimulation a lot more when she was lying down. Relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported nothing had been done yet regarding stimulation not working evenly on both sides. The patient had an appointment scheduled with their physician on (B)(6), and the manufacturer's representative (rep) was supposed to be there as well. The patient was hoping they would be able to fix the problem because at this point they were receiving very little to no pain relief.